Manufacturer narrative:
One cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with scratched screen. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty downstream sensor.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave "clamping error" . No adverse effects reported.